Event description:
Surgical procedure was a laparoscopic procedure. During the case the tower malfunctioned for the 2nd time. Biomed was paged and did not come right away so, a primary and secondary tower had to be brought in to the room and hooked up to continue the case. Physician was not too happy and there was a slight delay in the case. The case did continue and biomed eventually came but the towers could not be checked at the time.